Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited errors e216 and b30 and corrosion on the charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the e216 and b30 could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to electrical component failure and corrosion on the charged coupled device. A root cause for the corrosion could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.